Event description:
A customer observed higher than expected vitros phbr quality control result obtained from a single control fluid after a calibration event on a vitros 5,1 fs chemistry system. Vitros tdm performance verifier lot j1649: 76.8 ug/ml vs. The midpoint of the range of means of 61.14. Biased results of the magnitude and direction observed may lead to inappropriate physician action, if patient samples were affected. Patient samples were not tested for vitros phbr while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros phbr quality control result was obtained from a single control fluid after a calibration event of vitros phbr lot 2537-0058-8464 on a vitros 5,1 fs chemistry system. The definitive root cause of this event is unknown, however, the most likely assignable cause is analyzer related. An ocd fe performed service actions to the iwr and incubator subsystems of the 5,1 fs analyzer. Acceptable phbr performance was obtained after the service actions were performed.